Event description:
The 5mm bag ripped while trying to get the specimen out. The device was used in a laparoscopic cholecystectomy which was completed without any report of delay. Patient was not harmed.